Manufacturer narrative:
Is used for the clear crease on the surface of the pacing lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the patient's pacing lead had a clear crease on the surface. The lead was not used and another lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.